Event description:
It was reported to philips that geometry cabinet power supply failure caused system downtime on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo rack power supply, sam. 24v-5.5a unit, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).